Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and attributed it to an infusion site issue, stating the site was ¿messed up,¿ with blood glucose rising to approximately 300 mg/dl; the user was using cartridges/disposables and performed a supply change after which glucose stabilized. Symptoms included hyperglycemia. Outcomes included no hospitalization or emergency care. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient device component information and no specific findings, with the medical device problem categorized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.